Event description:
It was reported that the left ventricular exhibited loss of capture and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.